Event description:
Abutment loss.

Manufacturer narrative:
Abutment loss. No further information provided. Possibly due to dislodgement or mechanical damage, since patient indicated it had been used for five years.